Event description:
Per the clinic, the patient experienced a poor performance since activation and received no benefit from the device, leading to device non-use. The device was electively explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.